Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml lioresal at a dose of 350 mcg/day via an implantable pump for intractable spasticity. It was reported after a routine catheter access port (cap) pull done once per year to check patency, the hcp was not able to pull any fluid off. The patient was not experiencing any signs or symptoms. After a routine cap was performed and fluid was not aspirated, the hcp scheduled a catheter revision. They also gave the patient a 50 mcg bolus to see if he felt the effects. The family reported feeling the effects from the bolus, but the revision was still planned. Once in the operating room on (B)(6) 2017, the hcp cut the catheter distal from the sutures connection site. There was immediate fluid appearing from the spinal section of the catheter, it slowly dripped letting them know the spinal segment was patent. The hcp then used a 24 gauge needle in the cap of the pump and attempted to push saline through the port. He could not push anything, it was completely blocked. The hcp disconnected the sutureless connector from the pump and tried pushing saline once again through the cap without anything connected, it was still blocked. The hcp used force and it pushed something through. The hcp pushed over 20 cc of saline through the cap to insure there were no clogs. The hcp added a new connector and connected it to the pump and closed the patient up. The connector was removed and replaced with a new one after a pump study was performed. The issue was resolved and the patient status was alive with no injury. There were no environmental, external, or patient factors. Additional information was received on 2017-jan-12. The logs noted that there was a catheter replacement on (B)(6) 2016. The dose was changed to 249.7 mcg/day. The elective replacement indicator (eri) was at 36 months. The hcp called the representative and stated that he was doing a catheter revision due to a routine catheter check having no fluid aspirations. It was unknown when the patient started experiencing the problem, the patient didn¿t have any symptoms. This was a routine check. Additional information was received from a representative on 2017-jan-27. It was stated that it was unclear what the exact issue was when asked to clarify the catheter replacement on (B)(6) 2016. It was possible it wasn¿t properly connected to the pump per the hcp. For precaution a new pump segment was added. The pump and catheter were checked before leaving the operating room. Everything was working properly. Unfortunately, the catheter piece in question was thrown away by the staff.